Event description:
A healthcare professional reported suction broke due to pseudo suction in the right eye during lasik surgery while creating flap. Surgeon retreated and completed the flap.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released for according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows fifty five successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) for right eye was conducted about hundred seconds before laser fired instead of immediately before firing. Logfile shows that the reported treatment for the right eye was aborted and cancelled by surgeon during side cut. Logfile shows the following message displayed information as vacuum pumps stopped by foot pedal - treatment is aborted. The surgeon attempted to treat the right eye again, but this was cancelled during the beam control check (bcc) check due to the following error message displayed information as error during focus control and please eliminate error and confirm. On the next attempt, the surgeon could successfully treat the right eye. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Treatment report shows a decentered suction ring and a decentered flap, as well as possible liquid built up. According to initial report suction broke due to pseudosuction due to the conjunctiva. When the patient's conjunctiva is loose, it may block the suction port on the suction ring. The laser then thinks that the suction is active, but really only the port is clogged and the suction ring is not firmly fixed on the eye. The doctor should check whether the suction is really present. If the patient then moves while he is being treated, mis-cuts can occur. This means that if there is a pseudo-vacuum, the doctor must not continue cutting and must stop and dock again. Before treatment, the doctor must always make sure that the suction is stable. The root cause is user handling. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).